Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was bent/damaged. The comb and spring pins were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: australia.

Event description:
It was reported that during surgery there was a gouge on top of the mesher that required repair as sterility for patient use was compromised while in this condition. An alternate device was available for immediate use. The ratchet handle was able to perform the up and down motion and was not stuck on the mesher. There was no information available regarding the patient impact. An alternative device was available for immediate use. During product evaluation it was found that the comb was bent/damaged. Due diligence is complete; no further information is available.